Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center following an asset return report. This did not initially indicate an MDR reportable event; however, an MDR reportable failure was identified during testing at the service center. During inspection of the device, chipping of the adhesive around the objective lens was observed. There was no patient involvement.